Event description:
Describe event, problem, or product use error: pt was administered spinal bupivacaine 0.75% (1.5 ml) and spinal morphine 200 mcg at 7:30 am prior to cesarean section at l3-l4. Per anesthesia notes, she reported some numbness, but still could move legs and had extreme pain when tested. She required conversion to general anesthesia. The bupivacaine is part of a pencan spinal needle kit made by b braun.